Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. Upon examination of lead, it was noted that there was failure to capture on left ventricular (lv) lead and the lead was dislodged. The physician capped and replaced the lv lead on (B)(6) 2021. The patient was in stable condition.